Manufacturer narrative:
The device was not returned for analysis. Production record and corrective and preventative actions (CAPA) reviews were performed and revealed no indication of a product quality issue. Additionally, a query of the complaint handling database for the reported lot revealed there is no indication of a lot-specific issue. Based on the information received, the investigation determined that the reported improper or incorrect procedure or method - use after expiration appears to be related to user error. Per complaint details, the guide wire was intentionally used after its use-by date. Based on the results of the complaint investigation, there is no indication of a product quality issue with respect to the design, manufacture, or labeling of the device. Updated: g3, g6, h2, h6: codes 4118, 3233, and 11 no longer apply.

Event description:
It was reported that during procedure to treat moderately calcified, non-tortuous, 99% stenosed anterior tibial artery (at) with 1.25 micro diamondback 360 peripheral orbital atherectomy device (oad) the viperwire advance peripheral guide wire, extended length was scanned by the nurse and it showed the viperwire expired on 31august2025 two days prior to the procedure. The viperwire expired on the account¿s shelf. The physician was informed but decided to use the expired viperwire during atherectomy treatment. The patient was stable. There were no adverse patient effects.

Event description:
It was reported that during procedure to treat moderately calcified, non-tortuous, 99% stenosed anterior tibial artery (at) with 1.25 micro diamondback 360 peripheral orbital atherectomy device (oad) the viperwire advance peripheral guide wire, extended length was scanned by the nurse and it showed the viperwire expired on (B)(6) 2025 two days prior to the procedure. The viperwire expired on the account¿s shelf. The physician was informed but decided to use the expired viperwire during atherectomy treatment. The patient was stable. There were no adverse patient effects.

Manufacturer narrative:
Manufacturer's investigation is still pending at this time. Results and conclusions will be provided in the final report.